Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization to treat a right hypogastric aneurysm using ruby coils. During the procedure, while advancing a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance after advancing 1/3 of the ruby coil out of the lantern. Subsequently, the physician bent the coil pusher assembly; therefore, the entire ruby coil was removed from the lantern. The procedure was completed using another manufacturer¿s coils and the same lantern. It should be noted that the physician used a rotating hemostasis valve (rhv) and used continuous flush. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent approximately 78.0 and 80.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the ruby coil was stuck in its introducer sheath due to dried blood. When the dried blood was flushed out, the ruby coil could advance through its introducer sheath and a demonstration microcatheter without issue. Blood in the introducer sheath and lantern may have contributed to the resistance experienced when advancing the ruby coil during the procedure. Further evaluation revealed the pusher assembly was bent. This damage may have occurred due to forceful handling of the ruby coil during advancement. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.